Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "patient with ongoing complaints of glare and halo post-evo," also, "the patient is 20/15."

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).